Manufacturer narrative:
Correction-upon further investigation, it has been determined there is no allegation of deficiency on the pxl161007/11880294 device.

Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Concomitant medical products: patient medications: lasix, coral calcium, pravachol, prinivil, aspirin, fish oil, and multi-vitamins. Additional devices implanted and/or related to this event: rlt231212/13446090, pxl161007/11880294, plc271000/12222423 and plc271200/13688391. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprostheses and a gore® viabahn® endoprosthesis to treat an abdominal aortic aneurysm and a right common iliac aneurysm. It was reported the physician attempted to use a gore® excluder® aaa endoprosthesis and a gore® viabahn® endoprosthesis to make a device outside of instructions for use to exclude the right common iliac aneurysm. The gore® viabahn® endoprosthesis was used to bridge the additional implanted devices inside the right common iliac artery to the devices implanted in the aortic bifurcation. Reportedly, current images revealed the patient had a type iii endoleak, between the gore® viabahn® endoprosthesis and the gore® excluder® aaa endoprosthesis (it is unknown which gore® devices are contributing to the type iii endoleak), and the viabahn® device (lot and serial number is not available, the surgery was done out of a state by a different physician). Current images, computed tomography (cta) dated (B)(6) 2017, revealed the type iii endoleak with aneurysm enlargement (amount of aneurysm enlargement is unknown). On (B)(6) 2017, there was a reintervention to exclude the type iii endoleak. An additional gore® excluder® aaa endoprosthesis (plc271400/15933207) was implanted. The endoleak was resolved and the patient tolerated the procedure.